Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported right textured to smooth exchange with capsular contracture, baker grade iii and rupture. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right textured to smooth exchange with capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec), observed more of three openings on anterior and radius assessed as surgical damage and missing shell observed on the device assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.